Manufacturer narrative:
According to the practitioner the implants are lost (loss of osseointegration) after implants have been restored. The four implants have been placed in 42, 44, 32 and 34 position on (B)(6) 2019 and removed on (B)(6) 2019. The four implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees their conformities. The four implants have been evaluated through a biological risk assessment which concludes that their toxicological profiles are acceptable. The implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implants failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The four implants are lost (loss of osseointegration) after implants have been restored.